Manufacturer narrative:
Siemens customer support engineer (cse) checked the instrument and found that the pipette tip was depositing sample drops between the pads and not directly on pads. Customer replaced the pipette, calibrated the instrument, ran qc and correlated results with the clinitek 500. System is operational.

Event description:
Customer reported (B)(6) blood result on the instrument. There was no report of injury due to this event.